Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer, one guidewire, and one product label indicating lot: redu2186 were returned for evaluation. Blood residue was visible within the grey sheath. The dilator was not returned with the sheath. Microscopic observation of the sheath tip revealed a section to be bunched inwards and was likely caused by advancement against resistance. An additional longitudinal split was present near the deformation. The split measured to be approximately 1.1 mm. Based on the information provided, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that burrs were found with the proximal end of the micro-introducer sheath when the catheter was placed in the patient. In addition, creases were found with the part 1-2cm away from the handle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2186 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu2186) have been reported from the same facility in (B)(6).

Event description:
It was reported that burrs were found with the proximal end of the micro-introducer sheath when the catheter was placed in the patient. In addition, creases were found with the part 1-2cm away from the handle.